Event description:
After a successful angioplasty procedure, the catheter could not be moved through the 6fr sheath the catheter and sheath were removed as a single unit with no pt injury or further complications being reported.